Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced vomiting, dizziness, and was unable to walk. Troubleshooting was performed. The customer mentioned that the insulin pump alarmed no delivery during the basal. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.